Event description:
It was reported that "they were inserting a locking screw, the screw engaged, and she took one extra turn and it snapped the screwdriver. No pieces remain in patient"

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.